Event description:
A malfunction alarm was reported due to pump issues, with malfunction code malf 12 displayed. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support arranged for the replacement of the pump, while the customer was advised to use multiple daily injections as a backup therapy. The customer was instructed to put the pump into storage mode and return it using a prepaid label.